Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and suffered an av block third degree which required a device upgrade (surgical intervention) from 2-chamber ICD vs. Lbb pacing. Patient received an index cardiac ablation for nonischemic ventricular tachycardia on (B)(6) 2026. On (B)(6) 2026, patient experienced av block third degree categorized as moderate and not serious. Relationship to study device is not related and relationship to the index study procedure is causal. The outcome is ongoing. Intervention was continuous ventricular pacing and planned device upgrade (2-chamber ICD vs. Lbb pacing).